Manufacturer narrative:
Corrected information was provided in b7 (medical history/preexisting condition). Upon review, it was identified that it was inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 88 year old female with a history of prior CABG, cad, diabetes mellitus, and renal insufficiency presented with an acute myocardial infarction and cardiogenic shock. Her pre support clinical condition was consistent with scai shock stage b. A right femoral, percutaneous arterial access was used for placement of an impella cp. During the procedure, the provider was using a single access technique through the impella 14fr tear-away sheath and exchanged sheaths multiple times. The physician subsequently observed that the tear away sheath had inadvertently been pulled back and was no longer seated in the arteriotomy. A hematoma rapidly developed at the access site and was controlled with manual pressure. The impella repositioning sheath was noted to be occlusive within the patient¿s artery; the physician corrected this issue by placing external fem bypass sheaths. The impella cp was implanted on (B)(6) 2026 at 12:30 pm and explanted on (B)(6) 2026 at 5:49 am. The event involved inadvertent withdrawal of the impella tear away sheath during multiple sheath exchanges, resulting in access site hematoma and arterial occlusion by the repositioning sheath. The access complications were managed by the physician; however, the patient subsequently expired while on support. At this time, no device malfunction has been confirmed, and product evaluation is pending. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage b shock and a extensive past medical history.